Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "a materials management employee was on the receiving dock in order to bring the hospital shipment to their respective departments. There was an odor coming from a box. The box was a generic box with a stryker address on it. It did not have a hazardous materials label on it. There was a ups label to (B)(6) on the box. When the (B)(6) opened the box, he was bothered by the vapors. He said it bothered his respiratory system, eyes and nose. He, therefore, went to corporate health."